Event description:
Our affiliate is reporting that at some point during an arthroscopic shoulder repair it was noticed post use that a portion of the distal tip, the hook, of a mitek vapr hook electrode was missing. The operating room staff searched the area for the missing fragment but could not find it. Although that x-rays taken could not confirm the presence of the fragment in the pt, they are concerned that the fragment is in the pt's shoulder space. Again, the anomaly was noticed post use at the end of the procedure. The repair was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.